Event description:
(B)(4). From the moment of placement I have had cramping and pains as I feel the coils. Since implantation I have suffered from anxiety, depression, severe back problems that I didn't have before, migraines, unexplained rashes and fevers. Severe abdominal pains. When I start my menstrual cycle I cannot walk for the first few days and it hurts to move forward the remainder of it.